Event description:
Customer reported a minor injury to the operator when using a coulter gen-s system with slidemaker. The analyzer had a leak coming from the bottom left of the slidemaker. The operator touched a loose wire on the slidemaker and experienced a minor shock. The voltage on the loose wire was 24 vdc. Dc voltages of less than 42.2 are not considered hazardous for shock. The operator did not seek medical treatment and continued working through the end of the shift. There was no exposure to mucous membranes or open skin lesion to the leak from the analyzer. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The coulter gen-s system is listed by (B)(4) as compliant to (B)(4). On (B)(4) 2008, the field service engineer identified that the power connector for solenoid 120 was corroded, and wires were loose. He soldered the wires together and wrapped them up in shrink wrap and electrical tape, tested the solenoid, and verified the system met specifications. The root cause for the leak was the backwash line located at the backwash manifold. Additionally, the power connector for solenoid 120 was corroded, and wires were loose. This was not characterized as a shock hazard. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.